Manufacturer narrative:
(B)(4), biotene mouth spray.

Event description:
It shot into throat and aspirated it [aspiration]. Freaked out [ill-defined disorder]. Lungs felt like they were on fire [burning sensation]. Coughing so bad [cough]. Could not catch breath [shortness of breath]. Water coming from eyes [watering eyes]. Lungs were sore [pulmonary pain]. Phlegm coming from nose [phlegm]. Throat problem [pharyngeal disorder]. Could not talk because was coughing so bad [aphasia]. Water coming from nose [runny nose]. Case description: this case was reported by a consumer and described the occurrence of aspiration in a (B)(6)-year-old female patient who received glycerin (biotene mouth spray ((B)(6))) oromucosal spray (batch number u5m061, expiry date 31st august 2017) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray ((B)(6)). On an unknown date, an unknown time after starting biotene mouth spray ((B)(6)), the patient experienced aspiration (serious criteria gsk medically significant), ill-defined disorder, burning sensation, cough, shortness of breath, watering eyes, pulmonary pain, phlegm, pharyngeal disorder, aphasia and runny nose. Biotene mouth spray ((B)(6)) was discontinued (dechallenge was positive). On an unknown date, the outcome of the aspiration, ill-defined disorder, burning sensation, cough, shortness of breath, watering eyes, pulmonary pain, phlegm, pharyngeal disorder, aphasia and runny nose were recovered/resolved. The reporter considered the aspiration to be related to biotene mouth spray ((B)(6)). It was unknown if the reporter considered the ill-defined disorder, burning sensation, cough, shortness of breath, watering eyes, pulmonary pain, phlegm, pharyngeal disorder, aphasia and runny nose to be related to biotene mouth spray ((B)(6)). Additional information, this adverse event information was received on 10 february 2016. The consumer reported that following her first use of biotene moisturizing mouth spray (B)(6) she experienced aspiration which she described as she was expecting the spray to come out like a mist, but it came out like a stream. When she tried to spray her tongue it shot into her throat and she aspirated it. She also experienced inability to speak and bad cough further described as she could not talk because she was coughing so bad. She experienced watering eyes, watery nose and phlegm which she described as she had water and phlegm coming from her nose and eyes. The consumer experienced throat problem further described as when she would breathe, she could feel the mint in her throat and started coughing again. The consumer also experienced burning sensation in lungs and lung pain that she described as her lungs felt like they were on fire and the next day her lungs were sore. The consumer also experienced could not catch breathe and freaked out which she described as she could not catch her breath, it totally freaked her out, she could not get her composure to call someone for help.